Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported difficulty to advance and difficulty to remove could not be replicated in a testing environment as they were related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 90% stenosed, heavily tortuous and heavily calcified lesion during attempted delivery to the lesion causing the reported failure to advance. The device could not be removed likely due to continued interaction with the difficult anatomy causing the reported difficulty to remove and was deployed directly. An additional xience alpine was used to complete the procedure successfully. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: adverse event problem device code 2920 was changed to 2524.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device has been received. Evaluation has not yet begun. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the heavily tortuous left circumflex coronary artery. The lesion was accessed by a whisper ms guide wire and pre-dilatation was performed. The 3.5 x 15 mm xience alpine stent was delivered to the lesion with difficulty with the anatomy noted. There was also resistance when attempting to withdraw the device as it was stuck in the proximal part of the lesion. It was decided to implant the stent where it was. A portion of the 3.5 x 15 mm xience alpine was implanted in the target lesion and another 3.5 x 8 mm xience alpine stent was required to cover the remaining portion of the lesion. Post dilatation was performed as well as intravascular ultrasound (ivus) to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.